Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 75% to 4% after being connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer allowed the pump to charge for an additional 15 minutes and the customer reported that the alert had not reoccurred after charging the pump and the pump charged up to 100%. Reportedly, the battery gauge remained at 100% throughout the day. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.